Event description:
The customer reported that the system would not produce fluoroscopic images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The tube was placed ad the collimator was calibrated and aligned to the tube center. The system was tested and found to be working as intended and put back into service.